Event description:
A report that a patient was burned while charging his ipg was received. The burn was approximately the size of a nickel and was treated with antibiotic ointment. Patient experienced increased sensation of heat and warmth, redness, and blistering. The burn has since healed, and the patient is reportedly doing well.